Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) lost telemetry during an ablation. Technical services (ts) was consulted and troubleshooting was performed, with beeping tones obtained after applying a magnet, however the device was unable to be consistently successfully interrogated. Ts reviewed the data and while therapy was available, device replacement was recommended based on the telemetry performance. This s-ICD was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) lost telemetry during an ablation. Technical services (ts) was consulted and troubleshooting was performed, with beeping tones obtained after applying a magnet, however the device was unable to be consistently successfully interrogated. Ts reviewed the data and while therapy was available, device replacement was recommended based on the telemetry performance. This s-ICD was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, rf telemetry was established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.